Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Evaluation of monitor sn (B)(4) is still underway. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the electrode belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 06/30/2014, belt: 01/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the ICU where she began coding. Resuscitation efforts were being performed. Review of the download data indicates that the patient received five defibrillation shocks while in asystole. CPR artifact contributed to the fase detection. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in a non-life sustaining, non-treatable rhythm prior to the defibrillation shocks.